Event description:
Caller reported an error with their continuous glucose monitor, specifically cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions for a pump reset, after which the cgm error code did not reappear, allowing the caller to successfully start their sensor session.